Manufacturer narrative:
On 8-apr-2019 the sales rep was able to confirm the model number with the initial reporter. Based off the additional information, the following sections were corrected: brand name updated from unknown product to kenguard intl foley tray 16fr. Model number updated from unknown product to 13716. Catalog number updated from unknown product to 13716.

Manufacturer narrative:
Submit date: 10-apr-2019. Additional information received on 10-apr-2019 states there was no harm to the patient and no medical intervention needed. Based off this additional information, section h6 has been updated from insufficient information to no consequences or impact to patient.

Manufacturer narrative:
Additional information has been requested but to day has not been received. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. If additional information or the sample is received, the investigation will be reopened and responded to accordingly.

Event description:
Customer reports: after 48 hours, the device started leaking and could not be removed. It was impossible to deflate the balloon to remove the device. The patient was in post-surgery care.